Event description:
Healthcare professional reported a xen®45 gts implantation in left eye. Postoperatively, patient experienced "initial transient hypotension [low iop] with ah amotio [aqueous humor detachment]; iop stabilized at 14 mmhg without therapy." Postoperative week 8 (pow8), "iop increased to 20 mmhg" and required surgical revision with mmc 0.2mg/ml. Device remains implanted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.